Event description:
During a check-out procedure at the manufacturer's service center, a ventilator¿s screen not viewable. The device was not in patient use. The device¿s lcd display needs to be replaced to address the issue.